Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during episodes of non-sustained ventricular tachycardia. Short ventricular intervals were also observed. The lead was reprogrammed with no further oversensing and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an inappropriate shock due to twos. Additional reprogramming was performed. No further patient complications have been reported as a result of this event.